Manufacturer narrative:
The hillrom technician found the power cord had damaged prongs where it connects to the outlet from an unknown problem. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in august 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to the bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed power cord sparks and smokes where it enters the external outlet. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The repair is still in process. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed power cord sparks and smokes where it enters the external outlet. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).